Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that "the part containing the valve broke off completely leaving the sheath next to the catheter in the vessel, the doctor had to pull it out with an artery forcep, fortunately the catheter was placed."